Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2021, product type catheter. Product ID 8784 serial# (B)(6) implanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-jun-2023, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 01-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal bupivacai ne and hydromorphone (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient reported not feeling well a few days after a pump and partial catheter replacement in (B)(6) 2024. The patient went to the hospital and was given morphine and felt better temporarily but then started feeling worse again. The rep said the patient went to the hospital 2-3x and they initially suspected covid. A dye study was done at some point and the physician could not aspirate so they pushed forward and the patient had overdose (od) symptoms. Another dye study was attempted a few weeks ago and they could not aspirate so decided to do another revision. The revision was done on (B)(6). The rep stated the patient said issues were previously reported to mdt but she didn't know by whom. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that regarding the pump and partial catheter replacement in (B)(6) 2024, the patient was having a normal pump replacement and the pocket was moved, therefore a catheter revision kit was used. It was unknown what diagnostics/troubleshooting was performed and the rep indicated that the patient's issues started after the pump replacement in (B)(6). The rep stated that the catheter was not replaced in (B)(6) 2024, only the pump. When asked if the cause of the inability to aspirate the catheter/overdose symptoms was determined, the rep stated no and that the patient was scheduled for a catheter replacement. The catheter was replaced and the rep stated that the old catheter was still implanted/tied off.